Event description:
It was reported that this pacemaker system exhibited on the left ventricular (lv) channel an automatic switch from bipolar to unipolar mode, due to an impedance measurement of 2015 ohms. Boston scientific technical services (ts) suggested reprogramming options. The patient is scheduled for an in-clinic evaluation today to address this impedance issue and explore options for evaluating other vector configurations or adjusting the upper limit of lv impedance monitoring. No adverse patient effects were reported. This lead remains in service.